Event description:
The customer reported that he was hospitalized due to blood glucose levels greater than 600 mg/dl. The customer stated that he felt he was having a heart attack. The customer experienced shortness of breath, no energy and chest pain. The customer stated that the insulin pump never gave him a no delivery alarm. The customer stated that his doctor felt that the insulin pump malfunctioned. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.